Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was unable to rewind the insulin pump. She stated that nothing happened when she pressed the act button to rewind. She also mentioned that she had eaten a meal and drank wine and that she received a low reservoir alert after giving a bolus and that she was unable to insert a new reservoir due to the rewind issue. Through troubleshooting, customer was able to rewind the insulin pump. The blood glucose reading was 235 mg/dl. Nothing further was reported.